Event description:
The manufacturer received a work order invoice for an everflo oxygen concentrator due to the integrated canister is clogged, pca is defective, spring kit was rusty, capacitor is electrically defective, the power cable is melted. Inlet filter was replaced due to preventive maintenance. The faulty parts were replaced. This report is being submitted due to an unknown complaint.